Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and wing cap is not observed at the pump. Big top cap is opened and discofix cap is removed. Detected crystallized residue at filling port. Additionally, detected crystallized residue at microbore tube and male luer lock. Clamp clip is released. No flow is observed. The complaint sample is not working. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow of solution. The complaint sample is flowing after dissection at section a. However, the root cause of blockage could not be comprehended as the complaint sample has been crystallized. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used (3/4 filled) easypump ii lt 100-50-s without packaging. The received sample was visually inspected. Damages were not detected on the sample. In 'as-received' condition the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. The sample was filled up to the nominal value and a functional test,. Respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). The pump was then squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record for batch (B)(4) and no abnormalities were found during in process or final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the customer complains that the pumps did not totally or partially perfused. The perfusion should have occurred in a period of 46 hours. "In a week, we received 5 notifications of pumps which did not perfused, totally or partially." Regarding the occurrence of any situation of danger for the patient and/or user, the customer mentions "yes - risk of efficacy and safety to the patient." The customer does not know the exact batch but mentioned 3 possible batches:(B)(4) could be confirmed due to the received sample. Regarding the date of occurrence the customer mentions "between (B)(6) 2015."